Manufacturer narrative:
(B)(4). The reported complaint that "part of the balloon deployed and the distal part did not deploy" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a, corrected data: n/a.

Event description:
The report states after a successful insertion "when starting the pump I already had a flattened helium curve, which caused the pump to keep giving a message 'kink in iap', which meant the pump did nothing. The x-ray images showed that part of the balloon deployed and the distal part did not deploy. So we had to remove the entire sheet with the balloon. The patient's hemodynamic recovery was reasonable, so we decided not to reinsert the balloon. Unfortunately, it became unstable later in the department, but it was no longer decided to place iab". The report further states "the vascular surgeon had to remove the last piece of the balloon from the artery". No further patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). In section d provided the full UDI # UDI related data quality updates only. Other remarks: n/a. Corrected data: n/a.

Event description:
The report states after a successful insertion "when starting the pump I already had a flattened helium curve, which caused the pump to keep giving a message 'kink in iap', which meant the pump did nothing. The x-ray images showed that part of the balloon deployed and the distal part did not deploy. So we had to remove the entire sheet with the balloon. The patient's hemodynamic recovery was reasonable, so we decided not to reinsert the balloon. Unfortunately, it became unstable later in the department, but it was no longer decided to place iab". The report further states "the vascular surgeon had to remove the last piece of the balloon from the artery". No further patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
The report states after a successful insertion "when starting the pump I already had a flattened helium curve, which caused the pump to keep giving a message 'kink in iap', which meant the pump did nothing. The x-ray images showed that part of the balloon deployed and the distal part did not deploy. So we had to remove the entire sheet with the balloon. The patient's hemodynamic recovery was reasonable, so we decided not to reinsert the balloon. Unfortunately, it became unstable later in the department, but it was no longer decided to place iab". The report further states "the vascular surgeon had to remove the last piece of the balloon from the artery". No further patient harm or injury. The patient status is reported as "fine".